Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and the left ventricular (lv) lead exhibited an intermittent loss of capture. Technical services (ts) noted the right ventricular (rv) lead was conducting to the lv lead. Ts suspected that the capture threshold may have increased. Ts discussed bringing in the patient into the clinic for further testing. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.